Event description:
During a total abdominal hysterectomy procedure, the instrument was difficult to remove from the tissue. The surgeon manually removed the instrument and manually sutured. The hosp has reported no pt injury occurred.